Event description:
The 20 year old patient had been placed in pulmonair bed after surgery on the evening of 3/9/92. On 3/15/92 at 0430 bed was found to be grossly rotated to left with patient'sface into railing and pateint who is a quadriplegic on his arm being held in bed by the restraints. Patient was physically held off the railing while multiple attempts by multiple staff members tried to change the postition of the bed. The "800" number was even called. Patient was lifted from this bed to regular hospital bed. His complaint of epigastric pain and upper abdominal discomfort occurred after his slight nose bleed of left nare. The staff nurse who held him away from the railing now has right arm numbness and tingling. Manufacturer representative came in to check the bed. The bed was then exchanged for another pulmonair bed at the patient's request to be placed back into a rotating bed. The report from manufacturer hasn't been available to us to date although we expect a report from coporate office very soon. As this malfunction ocurred at our facility we are providing as much information as we have available at this time.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-mar-92. Service provided by: distributor. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. Invalid data - on device destroyed/disposed of status.